Event description:
The reporter states the device was revised due to pain.

Manufacturer narrative:
The information provided and the examination results suggest that this event is not device related but rather is associated with patient pain.